Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (599 mg/dl). The customer was unsure of the cause for elevated bg levels; however, customer believes the pump settings need to be adjusted, and discussed pump settings adjustments with a health care professional. Customer addressed bg levels with insulin injections and boluses via the pump.